Event description:
It was reported via FDA medwatch / FDA user facility reports mw report mw5183903 the following information: trocar of peg tube kit was unable to be retrieved from patient. Appeared to be lodged, did not release appropriately. Patient had to have second surgery to remove retained trocar." No sample is available for evaluation. Additional information received 24-mar-2026 states "the patient had to undergo anesthesia for general surgery to have foreign body (trocar) removed from abdominal wall. The trocar became lodged when the gi "[gastrointestinal]" provider was placing a percutaneous endoscopic gastrostomy "[peg]" tube. The trocar became lodged within the abdominal wall and was unable to be removed during initial peg tube placement."

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 09-apr-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.